Manufacturer narrative:
The reported complaint of device breakage and bur head falling off is inconclusive. The device is not available for return to conmed for evaluation. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record (DHR). A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues regarding a round bur, medium, carbide 5mm, item # 00509123000 (5091-230), unknown lot that occurred at surgical center of the rockies. Information received was that during a foot and ankle case the surgeon was using it very superficially when the bur head dislodged and came off. It is noted the surgeon was using the bur without a bur guard as they had been instructed to do. It is indicated that there was no impact, harm or injury to the patient. The facility contact indicated there was no other information available and the lot number were unknown. All that is known about the event date is that it was prior to (B)(6)2020. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the fragment was removed.